Event description:
It was reported that this right ventricular (rv) lead r wave decreased and has been dislodged. Furthermore, the rv lead was surgically repositioned. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.